Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not change the pump time when traveling in a different time zone and the timed basal rate was impacted. Customer's blood glucose (bg) was in the 60 mg/dl range. Carbohydrates were consumed to address bg. Customer corrected the pump time.